Event description:
The customer called to report an error alarm and requested assistance in reprogramming the pump. Troubleshooting was performed. It was found that the customer has not used the pump in more than a year, inserted the batteries and the pump had an error alarm. Assisted the customer in clearing the error alarm and reprogramming. The customer did not have a basal rate. Also the customer did not have a new set to perform any testing. The customer does not know what kind of insulin to use. The customer treated the last bgs with manual injections. During the call the customer had not been on the pump for more than a year because customer was hospitalized with kidney infection and thrombosis. The incident was not reported before.